Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the ok button was underresponsive and moisture was present. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 09/19/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/24/2016 with the following findings: the pump was returned with moisture in the battery compartment. All of the keypad buttons responded properly. The pmp failed a leak test failed due to cracks in the battery compartment. There was no contamination on the keypad contacts. Moisture was found on the battery compartment and printed circuit board.